Manufacturer narrative:
Section a4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a continuous supraventricular arrhythmia requiring drug treatment or cardioversion. Although the arrhythmia was considered to be unrelated to device therapy, the center noted it could not be ruled out. The patient was re-admitted to the hospital on (B)(6) 2025 due to the arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient reported becoming aware of their heart palpitations on (B)(6) 2025. The patient reported breathing difficulty and increased fatigue after (B)(6) 2025, at which time the patient reported to the outpatient clinic. The patient was noted to have a heartrate of 143 bpm at that time. Due to the patient's strong symptoms, the patient was hospitalized, and direct current (dc) cardioversion was performed, and the patient returned to sinus rhythm. It was noted that the arrhythmia resulted in respiratory distress and fatigue during exertion, which the site noted suggested a decreased in ventricular assist device (vad) flow. It was noted that even after the patient was hospitalized, tachycardia attacks were observed which required dc cardioversion and amiodarone intravenous infusion. An echocardiogram showed moderate to severe deterioration of aortic regurgitation, and a right heart catheterization confirmed a decrease in cardiac output despite speed adjustment. An aortic valvuloplasty was performed on (B)(6) 2025. After the procedure the patient showed improvement in cardiac output and relief in subjective symptoms. The patient was discharged on (B)(6) 2025. This information was also reported under MFR #: 2916596-2025-04385.